Event description:
Na reports pulling shower chair with resident sitting on it out of shower room into alcove and hallway. She was turning shower chair around to go forward, she heard a creaking noise and (r) front wheel popped off pvc rolling commode. Resident fell forward, hitting head and (r) shoulder on floor.